Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-17770. It was reported, the pt is experiencing ineffective stimulation due to auto-reduction and the stimulation amplitude maxing out. It was also reported diagnostics showed low impedance values for the scs lead. An sjm representative was unable to resolve the issue with multiple reprogramming. Subsequently, the pt is deciding whether she would like to undergo surgical intervention or not to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.